Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg incision site was infected. Surgical intervention took place where the entire system was explanted to address the issue. The manufacture representative will not be receiving further updates regarding the status of the infection.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined